Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an adverse event occurred. The patient¿s mother stated she had been treating the patient based of the continuous glucose monitor (cgm) reading in the 400¿s. She stated when she performed a finger stick reading, she discovered the patient¿s blood sugar was 525 mg/dl and rising. She drove the patient to the emergency room (ER) where the patient was admitted and diagnosed with diabetic ketoacidosis. The patient was treated with fluids and insulin and was released the same night when their glucose was at 148 mg/dl. Initially, the patient¿s mother had reported the values between the cgm and bg meter were inaccurate; however, it was indicated that the values provided were accurate and were within the 30/30 rule for the dexcom g6 system. The patient was educated regarding this rule during troubleshooting. At the time of contact, the patient was doing fine. No additional patient or event information is available.